Event description:
We were notified that the surgeon revised a sphere knee for infection. The primary surgery was performed on (B)(6) 2014. The pt became infected following surgery and had a series of conservative treatments including washouts. The pt was then revised on (B)(6) 2015 using another knee system (details not provided). MFR #(B)(4).